Event description:
Customer has to switch needles in the middle of giving himself insulin shots. Insulin is being wasted and is having to stick himself twice.

Event description:
Customer has to switch needles in the middle of giving himself insulin shots. Insulin is being wasted and is having to stick himself twice.

Manufacturer narrative:
No device was returned for testing. Production records for lot# 458316p supplied as method of analysis.